Manufacturer narrative:
The product has been rec'd by the manufacturer and is currently being evaluated. The results are expected soon.

Event description:
Pin hole was found on the extention tube of the arterial side 28 days after placement.